Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints and vigilance engineer for investigation. Summary of investigation: visual checks. The ringloc-x e1 10deg liner including the packaging has been returned for evaluation. The following observations have been found: the liner has damage with deep incisions on the external and internal spherical surfaces. The locking device is damaged and shows fraying of the poly. The scallops on the top / tapered edge are damaged with pieces of poly missing, deformed and burred. The top face of the liner has strike incisions. It cannot be determined where the damage to the liner occurred. Evidence of damage during the manufacturing process would have been identified at final inspection and packaging of the device. Device history record (DHR) was reviewed and no discrepancies were found. A review of the complaints data base for the past 3 years has found no similar reported events for this item lot number combination. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This device is not manufactured by zimmer biomet in the united states; however, this report is being filed as zimmer biomet manufactures a similar device in the united states under 510(k) number k023357.

Event description:
During a left hip arthroplasty, the surgeon had difficulty seating the liner. Another liner was used to complete the procedure.